Manufacturer narrative:
The reported complaint was confirmed. The technician from the manufacturer's subsidiary replaced the casing assembly and core flex shaft. He also replaced the flex drive cable resolving the issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the sternal saw had a damaged cable. There was no patient involvement.